Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences when blood glucose was not low. Customer states sensor glucose was 50 and blood glucose was 90 mg/dl. Customer reports of calibrating often. Customer also reported to have had blood glucose of 500 mg/dl which was treated with insulin and set change. Customer was educated on calibration. Customer declined troubleshooting due to not having time and not having tubing clamp for high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.